Event description:
The report received indicates that during the 3 yr telephone follow-up, it was discovered that the pt died. The cause and date are unk. Additional details are not available.

Manufacturer narrative:
This pt presented to the cardiac catheterization unit and was randomized to the bare metal arm of the study. Intra-procedure medications included reopro, clopidogrel, aspirin and heparin. Pci was performed on a lesion in the 1st obtuse marginal (om) of 15mm in length in a 2.5mm vessel diameter with moderate tortuosity of the proximal segment. The (b2) eccentric lesion was characterized with an irregular contour and angulation between 45 and 90 degrees. Thrombin inhibition in myocardial infarction (timi) I flow was recorded pre-procedure. The lesion was pre-dilated with a 2.5x15mm balloon at 8 atmospheres (atm) before two overlapping stents were deployed. A 2.5x18mm bx sonic stent was deployed at 13 atm with sub-optimal results followed by a 2.5x13mm bx sonic stent also at 13 atm with satisfactory results. Timi iii flow was restored post-procedure. Post-procedure cardiac enzymes were as follows: ck was 0.87, ck-mb was 1.09 and troponin was 11.2. Post-procedure medications included clopidogrel, aspirin, ace inhibitors and heparin. The pt was discharged without angina complaints. At the 1-month interval, the pt had no angina complaints. Ongoing medications included clopidogrel, aspirin and ace inhibitors. Medications at the 6-month interval are unk, because the pt could not be reached. At the 8-month interval, the pt had no angina complaints. Ongoing medications included clopidogrel, aspirin and statins. At the 12-month interval, the pt had no angina complaints. Ongoing medications included clopidogrel, aspirin and statins. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that was submitted under the following manufacturing number 9616099-2008-00666.